Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The event of hard nodules and facial lipoatrophy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the report events of hard nodules and facial lipoatrophy as follows: undesirable effects: the pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: indurations or nodules at the injection area. Poor filling/restoration effect.

Event description:
Healthcare professional reported approximately 3 months after injection to the cheeks with juvederm voluma with lidocaine as well as concomitant injection to the tear trough and side of the nose with juvederm volbella with lidocaine pt developed nodules in the cheek and tear trough. Physician further noted the nodules were hard and could be moved. Pt was treated with hyaluronidase and symptoms resolved. One month later patient developed induration in the cheeks and a small nodules on the side of the nose. Physician additionally notes patient suffered a "leak of volume with facial lipoatrophy comparable with the basal state." Symptoms have resolved.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported approximately 3 months after injection to the cheeks with juvederm voluma with lidocaine as well as concomitant injection to the tear trough and side of the nose with juvederm volbella with lidocaine patient developed nodules in the cheek and tear trough. Physician further noted the nodules were hard and could be moved. Patient was treated with hyaluronidase and symptoms resolved. One month later patient developed induration in the cheeks and a small nodules on the side of the nose. Physician additionally notes patient suffered a "leak of volume with facial lipoatrophy comparable with the basal state." Symptoms have resolved. Follow up information received from injecting physician notes patient was additionally prescribed treatment with ciprofloxacin and prednisone.

Event description:
Follow up information received from injecting physician notes patient was additionally prescribed treatment with ciprofloxacin and prednisone.